Event description:
It was reported that an unspecified optima connector contained foreign matter. The following information was provided by the initial reporter: "it was reported by the medical professional, a white powdery residue was noted between the optima injector and cadd tubing and between the heparin lock and optima connector."

Manufacturer narrative:
H6: correction: d11: concomitant med prod data: optima connector h3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified optima connector contained foreign matter. The following information was provided by the initial reporter: "it was reported by the medical professional, a white powdery residue was noted between the optima injector and cadd tubing and between the heparin lock and optima connector."